Event description:
The manufacturer received notification via email that a patient alleges to have experienced a burn on the skin with use of a philips device. Medical intervention was not specified. The device serial number has not yet been provided, and the device type is currently unknown. This information has been requested from the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.